Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the helicoil knotless anchor tip, got broken while tapping into the bone, the broken pieces were removed from the meniscus with the help of grasper using another smith and nephew backup device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: corrected data: h6: health effect - impact code. H3, h6: part of the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor, distal plug, and proximal anchor were not returned. The insertion device has no visible defect. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.